Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") and pelvic pain ("severe pelvic pain") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy. On (B)(6) 2011, the patient started essure. In (B)(6) 2014, the patient experienced procedural pain ("suffered a painful post-operative recovery") and scar ("permanent scarring on her abdomen"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain ("severe cramping"), migraine ("migraines"), weight increased ("weight gain") and anxiety ("anxiety attacks"). The patient was treated with surgery (a bilateral salpingectomy was performed on (B)(6) 2014.). At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, alopecia, fatigue, abdominal pain, migraine, weight increased, anxiety, procedural pain and scar outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, alopecia, fatigue, abdominal pain, migraine, weight increased, anxiety, procedural pain and scar to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Company causality comment: this non-medically confirmed spontaneous case report received via lawyer refers to a female consumer who had essure (fallopian tube occlusion insert)inserted and experienced severe pelvic pain and abnormal bleeding (seen as genital haemorrhage), after approximately three years of essure's insertion she underwent a bilateral salpingectomy to remove it. Pelvic pain and genital haemorrhage are serious events due to medical significance and both are anticipated in reference safety information for essure. Other non-serious events were also reported. It is known that pain and bleeding of varying intensity and length of time may occur and persist following essure placement, considering the events' nature, causality between both events and essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Previously administered products included for an unreported indication: mirena from 2006 to 2007, reglan and benadryl. Concurrent conditions included obesity and pelvic adhesions. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2009 to 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding(vaginal / menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal / menorrhagia)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced anxiety ("anxiety attacks/ anxiety") and insomnia ("insomnia"). In (B)(6) 2013, the patient experienced emotional distress ("emotional distress"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced procedural pain ("suffered a painful post-operative recovery") and abdominal operation ("permanent scarring on her abdomen"). In (B)(6) 2014, the patient underwent procedural pain ("suffered a painful post-operative recovery") and abdominal operation ("permanent scarring on her abdomen"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), fatigue ("fatigue"), abdominal pain ("severe cramping"), weight increased ("weight gain"), uterine pain ("uterine area pain"), abdominal pain upper ("stomach pain") and abdominal distension ("bloating"). The patient was treated with ketorolac tromethamine (toradol), ondansetron (zofran), vicodin (norco), naproxen (naprosyn), lorazepam, surgery (laparoscopy, bilateral salpingectomy, and removal of essure devices.).essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, fatigue, migraine, weight increased, anxiety, procedural pain, abdominal operation, emotional distress, insomnia, uterine pain, vaginal haemorrhage, menorrhagia, abdominal pain upper and abdominal distension outcome was unknown and the pelvic pain, alopecia, abdominal pain and headache was resolving. The reporter considered abdominal distension, abdominal operation, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, emotional distress, fallopian tube perforation, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, pelvic pain, procedural pain, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved. It was noted that the essure metal device was protruding through the corneal portion of the fallopian tube. On (B)(6) 2014: as per the communication of patient with dr. Flores, he said that the essure was causing the complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude me possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event added:abnormal bleeding(vaginal / menorrhagia), stomach pain, headache and bloating. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Previously administered products included for an unreported indication: mirena, reglan and benadryl. Concurrent conditions included obesity and pelvic adhesions. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2009 to 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), alopecia ("hair loss"), migraine ("migraines"), anxiety ("anxiety attacks/ anxiety"), headache ("headaches"), emotional distress ("emotional distress") and insomnia ("insomnia"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced procedural pain ("suffered a painful post-operative recovery") and abdominal operation ("permanent scarring on her abdomen"). In (B)(6) 2014, the patient underwent procedural pain ("suffered a painful post-operative recovery") and abdominal operation ("permanent scarring on her abdomen"). On (B)(6) 2014, 3 years 4 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), fatigue ("fatigue"), abdominal pain ("severe cramping"), weight increased ("weight gain") and uterine pain ("uterine area pain"). The patient was treated with ketorolac tromethamine (toradol), ondansetron (zofran), surgery (laparoscopy, bilateral salpingectomy, and removal of essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, fatigue, migraine, weight increased, anxiety, procedural pain, abdominal operation, emotional distress, insomnia and uterine pain outcome was unknown and the pelvic pain, alopecia, abdominal pain and headache was resolving. The reporter considered abdominal operation, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, emotional distress, fallopian tube perforation, fatigue, genital haemorrhage, headache, insomnia, migraine, pelvic pain, procedural pain, uterine pain and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved. It was noted that the essure metal device was protruding through the corneal portion of the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude me possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporters added and updated patient demographics. Historical drug, concomitant disease and concomitant and treatment drugs were added. Updated suspect drug indication. Added events psychological or psychiatric problems condition: emotional distress, headaches, perforation (fallopian tube(s)), insomnia. Updated events and onset date. On 28-feb-2018: reporters added and updated patient demographics. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude me possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report received via lawyer refers to a female consumer who had essure (fallopian tube occlusion insert)inserted and experienced severe pelvic pain and abnormal bleeding (seen as genital haemorrage), after approximately three years of essure's insertion she underwent a bilateral salpingectomy to remove it. Pelvic pain and genital haemorrhage are serious events due to medical significance and both are anticipated in reference safety information for essure. Other non-serious events were also reported. It is known that pain and bleeding of varying intensity and length of time may occur and persist following essure placement, considering the events' nature, causality between both events and essure cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information is expected only through litigation process.